Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial dry. Visual inspection found haptic stretched out. The returned lens did not meet the original value measured at the time of manufacturing.3 claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.5/2.0/168 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a replacement lens due to refractive surprise and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: off-label acd<3.0. Claim# (B)(4)

Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).